Event description:
Boston scientific crm received information that there was some concern that this device was depleting faster than expected. A technical service consultant recommended preserving a copy of the device's memory and submitting it for analysis. As of today, this has not been received. Additional information was received that the device declared elective replacement indicator (eri) and the patient was hearing tones. The patient was electing to postpone the device changeout procedure. Technical services was consulted and discussed the three month window from eri to end of life (eol). To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
A technical service consultant recommended preserving a copy of the device's memory and submitting it for analysis. As of today, this has not been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.